Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that they were still experiencing urinary tract infections (utis) and similar urinary incontinence symptoms as prior to implant, and were going to see a new urologist. The ins had only helped with bowel incontinence. The patient had a pre-existing history of utis, where as soon as they took a round of antibiotics, they would get another infection. The patient had a computed tomography (CT) scan of their bladder, and the healthcare provider they saw at the time said the patient had chronic cystitis and thought the pelvic health device was causing the infections. However, the patient noted that healthcare provider was not aware of their history of utis. There were no device issues or further patient complications reported at this time.